Manufacturer narrative:
(B)(4)

Event description:
The consumer reported that she has not been able to get the unit regulated. She stated she was also having "issues with the battery". The patient stated the unit was not working properly and she has not been able to get it sorted out. The patient was given information for a rep, but she never called the patient back. Then she called again and the rep told her she could not work with the patient unless it was at the request of the health care provider (hcp). The patient was to follow up with the hcp. The patient had a lack of therapeutic effect and problems with the current battery. The patient stated she first spoke with the rep in (B)(6) 2014. The patient was given rep information in her area last week. Medical history includes spinal pain and complex reg pain syndrome type I. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was sent a replacement recharger and they were able to charge their stimulator. The patient was going to meet with a manufacturer representative to clear their power on reset (por) and address any other possible issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported they were trying to contact the patient but hadn't heard back. The rep. Stated she had no idea what the problem was with the patient's device since she hadn't called her back. Per emails from other reps. The healthcare provider's office was aware the patient had been having issues with trouble keeping a charge. The patient's mother further reported the implantable neurostimulator (ins) wasn't holding a charge. No interventions had taken place since the rep. Scheduled an appointment to meet with the patient on (B)(6). On (B)(6) the rep. Reported the device was overdischarged. A physician mode recharge (pmr) was attempted but the recharger wasn't working.